Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had septecemia and the physician removed the device and lead due to chronic bacteremia. The device and lead were not replaced. No further patient complications have been reported as a result of this event.